Event description:
The manufacturer became aware of an allegation of everflo that the patient alleges respiratory tract irritation, dizziness and/or headache, inflammatory response and kidney disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.